Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately four months after implant of an implantable cardioverter defibrillator (ICD) the patient passed away. The patient's cause of death is not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the device changeout procedure the patient developed hemodynamically significant monomorphic ventricular tachycardia and "coded". A shock was required to restore the patient's sinus rhythm. Due to recurrent episodes of sustained monomorphic ventricular tachycardia intubation was required as well as intravenous medication, and the patient was transferred to the intensive care unit (ICU). During a post operative wound check the pocket incision was swollen to one half baseball size with extensive bruising and ecchymosis down the patient's left arm.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device never set eri/rrt while implanted. Review of save to disk data showed that the device had lifetime shock count of 362. The latest shock occurred on (B)(6) 2024 which occurred after explant. All the episode and therapy data from when the device was implanted has been overwritten. The device passed all testing throughout analysis. Based on all the known device information and the device passing all functional testing and inspections results; it was determined that the device met specifications for normal device operation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was brought to the emergency department after suffering a cardiac arrest. The patient's family noted that the patient's medical condition had been gradually worsening over the past several months due to worsening heart failure, as well as a recent head trauma. A decision was made with the family to transfer patient to comfort measures based upon patient's previously communicated wishes. After palliative extubation patient proceeded to asystole and expired.

Manufacturer narrative:
Correction: additional code added to annex e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.